Event description:
It was reported via repair work order that the fowler had unintended motion due to the CPR release sleeve being loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.